Manufacturer narrative:
Although the exact date of the implant was not reported, the customer reported that the stent was implanted approximately 4 weeks before the date of this report. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was successfully implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on an unknown date. According to the complainant, during a follow-up endoscopic necrosectomy on (B)(6) 2018, approximately 4 weeks post axios placement, the stent covering was noted to be damaged and tissue had grown through the stent. Reportedly, the patient's pseudocyst had not resolved at the time of this procedure. The stent remains implanted, and the cover damage and ingrowth have not affected the physician's planned removal of the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Sections have been updated based on additional information received on 28mar2018.sections have been updated based on receipt of the returned device.

Event description:
It was reported to boston scientific corporation that an axios stent was successfully implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on an unknown date. According to the complainant, during a follow-up endoscopic necrosectomy on (B)(6) 2018, approximately 4 weeks post axios placement, the stent covering was noted to be damaged and tissue had grown through the stent. Reportedly, the patient's pseudocyst had not resolved at the time of this procedure. The stent remains implanted, and the cover damage and ingrowth have not affected the physician's planned removal of the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on 28mar2018. The stent was removed on (B)(6) 2018.

Event description:
It was reported to boston scientific corporation that an axios stent was successfully implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on an unknown date. According to the complainant, during a follow-up endoscopic necrosectomy on (B)(6), 2018, approximately 4 weeks post axios placement, the stent covering was noted to be damaged and tissue had grown through the stent. Reportedly, the patient's pseudocyst had not resolved at the time of this procedure. The stent remains implanted, and the cover damage and ingrowth have not affected the physician's planned removal of the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on 28mar2018. The stent was removed on (B)(6) 2018.

Manufacturer narrative:
Investigation results: an axios stent was returned for analysis. A visual examination of the device noted that the delivery system was not returned. It was noted that the stent was received deployed, and the stent cover was damaged, with hole in the silicone coating of the stent. Photos of the implanted stent were provided by the physician. An examination of these photos showed that the stent was occluded by tissue ingrowth. The observed damage to the returned device is consistent with anatomical/procedural factors encountered during the procedure. Per the event description, no damage was noted to the device prior to the procedure. The noted damages indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.